Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000413.

Event description:
It was reported that in the middle of a colonoscopy with polypectomy using the subject device, an internal gasket released in the patient and was retrieved without any harm. There was also another matter from a previous patient that looked like a corn kernel that was also released into the patient, but the customer was unsure if this was from the gasket release. The foreign materials fell into the transverse colon and were retrieved using biopsy forceps. The customer further clarified that the suction did not work well during the case when starting to withdraw the scope from the cecum and the suction was replaced, swapping button and flushing. A snare was then passed with small mucus from the channel but had difficulty passing. A 2-3mm intact rubber gasket came free from the scope and was noted in the colon. Suction then worked well, and the channel was clear. The gasket was grasped with forceps and completely removed. The outcome of the procedure was not affected, and the patient did not require any additional medical intervention. The procedure was completed with the same device with a delay of approximately 30 minutes. The surgeon reported on post-op findings that the patient had a tortuous colon. There were no reports of patient harm and the patient's current condition is good. It was noted that the device was cleaned before use with a non-olympus reprocessor. There were no reprocessing concerns. The device was also inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and no reportable device defects were observed. Also, there were no signs of any foreign material remaining in the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the subject device (with foreign material in the biopsy channel) was used during the procedure. As a result, the foreign material fell off and into the patient¿s colon. However, the foreign material and what caused it to remain in the biopsy channel could not be identified. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which in sections: chapter 3: ¿preparation and inspection¿ ¿ if any irregularity is observed during the inspection do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. Section 5.4: ¿returning the endoscope for repair¿ - if the problem still cannot be resolved, send the endoscope to olympus for repair. Section 5.3: ¿withdrawal of the endoscope with an irregularity¿ - should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.